Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Per the reporter the patient was smoking in the presence of supplemental oxygen. The airsense 10 auset user guide includes "warnings and cautions" to the patient that supplemental oxygen must not be used while smoking. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset allegedly caught fire. It was also reported that the device was being used with a supplemental oxygen system and the patient was smoking before the event occurred. There was no patient injury reported as a result of this incident.